Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4) was utilized due to the surgery that occurred.

Event description:
It was reported that this right ventricular lead exhibited noise and oversensing which resulted in an inappropriate shock. The clinical observations were reproduced with isometrics and a fracture of the rate/sense portion of the lead was suspected. A revision procedure was performed and this segment of the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.